Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported by the distributor that during a gallbladder procedure, the surgeon went to clip the duct with an el5ml and the clip "cross-clipped." A second device of the same product code was used, and it also "cross-clipped." An er320 was used to complete the procedure. No pt consequence reported. No devices returning. (B)(4).